Manufacturer narrative:
Only this dentist office which reported this type of event. In the process of reviewing all possible g-cem lot data. Will file follow-up report. Pt summary chart provided by dr on 3/4/2010 reviewed and on file.

Event description:
Notification of event to gc made on 2/5/2010. Dr reported cementing 1 crown (cap1) utilizing g-cem automix. Initial crowns were placed on (B) (6) 2009. Add'l procedure, root canal therapy, was prescribed (3/18) for tooth due to sensitivity that resulted from pulpitis (inflammation of the nerves of the tooth) and completed on (B) (6) 2009. Dentist reported pt experienced post operative sensitivity from crown cement leading to pulpitis. Stainless steel crowns (tooth# 15) seated on (B) (6) 2009. Dentist reported that endodontic therapy was then needed on tooth #15, endodontic therapy started on (B) (6) 2009 and completed for pt on (B) (6) 2009.